Manufacturer narrative:
Patient identifier, age and weight are unknown. Implant and explant dates are unknown. Part and lot information are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, error in surgical protocol.